Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficulty positioning the device appears to be due to user technique/ procedural circumstances. The reported gripper actuation issue was a cascading effect of difficulty positioning due to choral interaction. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report the gripper arm actuation issue. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip delivery system (cds) was advanced, and the clip became caught in chordae. The clip was able to be freed without causing injury; however, the gripper arms would no longer lower. The clip was not implanted and the complete system was removed and replaced. One clip was implanted, reducing mr to 2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.